Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump black box revealed that records from the event date had been overwritten due to continued use. A review of the available pump black box data indicated no related alarms and no evidence of excessive battery usage. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The coin slot on the top of the battery cap was found to be stripped. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.